Event description:
Information was received from a healthcare provider regarding a patient who was receiving intrathecal dilaudid (hydromorphone), bupivacaine, and unknown baclofen (concentrations and doses unknown) via an implantable pump for non-malignant pain. It was reported that the hcp would like the pump turned off due to suspicion of overinfusion. The patient had altered mental status, respiration was low, and was difficult to arouse. The patient was given a couple doses of narcan and was on oxygen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.